Manufacturer narrative:
(B) (4) - used for skin stress and tightness, (B) (4): the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt experienced skin stress and tightness over the pump catheter access port (cap) area. The hcp was concerned about erosion and elected to "increase the pump pocket and replace pump". No pt injury was reported. The pt recovered without sequelae. The pump contained compounded baclofen 3000 mcg/ml at a dose of 1715.3 mcg/day.